Manufacturer narrative:
Product complaint # (B)(4). Device returned. Reporter is a synthes rep. A review of the device history record has been requested. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the x15 torque driver was found to be out of drawing specification. The torque tested high. The product has been quarantined and is available and is being returned. There was no patient involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: a review of the receiving inspection (ri) for x15 torque driver was conducted identifying that lot number gb114663 was released in a single batch. Batch1: lot was released on november 07, 2018 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: the x15 torque driver was returned and received at us customer quality (cq). Upon visual inspection, it was observed that there were scratches on the device which has no impact on the functionality of the device. No other issues were identified with the returned components of the device. Functional test: the functional test was performed by fsl ups lyndhurst, nj site. The torque handle was measured to be not within the drawing specification. Dimensional inspection: a dimensional inspection will not be performed since the device failed high in torque test. Document/specification review: based on the date of manufacture the drawings reflecting the current and manufactured revision were reviewed. Conclusion: the complaint condition was confirmed as the x15 torque driver failed in the torque test. There was no indication that a design or manufacturing issue has caused the issue and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.